Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented through remote transmission with ventricular fibrillation, non-sustained ventricular fibrillation and non-sustained ventricular oversensing. Intermittent loss of capture was observed every other biventricular pace. A capture threshold assessment test was recommended.